Event description:
Asr revision to take place (B)(6) 2014. Asr xl acetabular system - right, reason(s) for revision: raised cobalt levels. Effusion of hip joint. Correct lot no for stem - c51hw1000. Patient name and claim no - mrs (B)(6). Update rec'd (B)(6) 2014 - revision date changed to (B)(6) 2014 - attached claimsuite update -manufacturing dates, received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(6) 2014.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision to take place (B)(6)2014 asr xl acetabular system - right reason(s) for revision: raised cobalt levels. Effusion of hip joint correct lot no for stem - c51hw1000 patient name and claim no - mrs shirley myburgh - fnol-dep-jj-04520 update rec'd 29 jan 2014 - revision date changed to (B)(4)2014 - attached claimsuite update -manufacturing dates, received confirmation that revision has taken place. Taken from crawfords spreadsheet dated 15th april 2014 update nov 17, 2017: email notification from kennedys received. There is no new information. This complaint was updated on nov 21, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.